Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had an intermittent up button response due to moisture damage on keypad traces. The insulin pump had bleeding lcd glass, minor scratches on lcd window, cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and a black dot next to the time. Customer reported that insulin pump got hit during sports but did not hit the ground. Customer's blood glucose was 6.2 mmol/l. Insulin pump would need to be replaced.